Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon investigation the electrode belt unable to complete a therapy electrode recognition test. The cause for the failure was isolated to a broken solder connection at the pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrode. The root cause for the broken cable could not be positively identified. No adverse event resulted from the damaged belt.